Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, oversensing was observed. No patient symptoms were reported. No programming changes were required at the time of the device check.